Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history was read out and analyzed. Caused that no day of occurrence was reported, the last history files from (B)(6) 2022 were investigated. At (B)(6) 2022 12:31 pm a bbraun omnifix 50 ml syringe was inserted. One minute later the costumer set the vtbi to 240 ml and the time to 03:00 hh:mm. At 12:33 pm the infusion was started. For previous infusions, the device has delivered 12 ml (act volume infused) up to this point. At 12:50 pm the infusion was stopped by "syringe empty". Up to that time the pump has delivered 34,36 ml (act volume infused). The set value from the costumer passes the act. Volume infused entries inside the history files. No anomalies could be detected inside the history files. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, the technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. At the housding upper part some residues of liquid could be found. Furthermore no visible damages could be detected. Functional inspection: the functional test was performed. The device passed the self test with a positive result. The syringe (type: b.braun ops 50 ml), which was insert for functional test, could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The delivery accuracy of the pump was checked (rate 5ml/h). The determined value +1,01 % was within specification (+-2%) (according to en iso 60601-2-24). Caused of the results of the previous investigation, only the upper housing part was removed. No visible damages or dry residues of liquid could be found. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. The device works according the specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom: "overinfusion" according to the customer: "I have a perfusor with me that is the subject of a datix, according to the job sheet the infusion rate is too high. As this is the subject of a datix only the manufacturer is responsible to check the pump, can you arrange for the pump to be either collected or give me an address as to where I can send the pump. Once the analysis has been completed we will need a full service report to either state that the pump can be returned to service or that the pump must be retired."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.